Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set would not flow. During ¿an open chest code¿, levophed was being infused on a novum iq large volume pump. The levophed was running at maximum dose and the pump was alarming. Upon troubleshooting, the tubing was removed from the pump and ¿would not flush¿; all clamps were open and no occlusions were found. After a few minutes of troubleshooting, the pump and tubing were infusing again. No further information was available at the time of this report.